Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed inserter and shell were stuck together. Visual inspection of the shell showed the inserter did not appear to be completely seated into the shell prior to impaction. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends..

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products - g7 acetabular shell p/n 010000665 l/n 3924836. (B)(4). Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-03491.

Event description:
It was reported that during the procedure, the inserter would not disengage from the acetabular shell. There was no patient injury or delay in the procedure as a result of the event. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The following sections were updated: lot number.